Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 28aug2019. (B)(4). The manufacturer¿s international service technician confirmed the reported 1104 error code issue. The manufacturer¿s international service technician replaced the central processing unit (cpu) printed circuit board assembly (pcba ) to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the occurrence of "backup alarm failed" - e/c 1104 in the event log. There was no patient involvement.